Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior and posterior enterocele repair, sacrospinous fixation, cystoscopy, and hysterectomy. On (B)(6) 2007 patient underwent an anterior colporrhaphy for a symptomatic cystocele.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(6). It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and mesh was implanted. It was reported that following insertion the patient experienced pain, unknown erosion, urinary/bowel problems, recurrence, bleeding, dyspareunia, unknown neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012, due to pelvic pain and mixed urinary incontinence. No additional information was provided. (B)(4).